Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the stomach during an endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the distal tip of the injection gold probe broke off and fell in the patients stomach. The detached tip was not retrieve from the patient. The procedure was completed successfully. There were no patient complications reported as a result of this event.